Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01415. It was reported the pt presented to the emergency room on (B)(6) 2014 experiencing leg weakness. Subsequently, the leads were explanted on (B)(6) 2014 and the pt remained hospitalized. Follow-up identified there were no signs of infection, however, the pt was given prophylactic antibiotics through a PICC line. Further follow-up revealed the issue is resolved.